Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022, and suture was used. The needle was broken when the surgeon attempted to sew skin. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was being done when the suture broke/needle broke (removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 5/17/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2. The following additional information was received: after investigation, a 43-year-old male patient underwent surgery in hospital on (B)(6) 2022 (with specific patient diagnosis and surgical name unknown). The surgeon used vcp442h for skin tissue sewing during surgery. The needle broke during the sewing (with specific broken needle end length unknown). The surgeon immediately looked for the broken needle and found it. After checking the integrity of the suture needle, a new suture (with specific product information unknown) was replaced to complete the skin suturing. The subsequent surgical suture went smoothly. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse events were reported.